Event description:
The complaint received states that during placement the orbit galaxy g2 complex tdl fill, 5mmx15cm (641cf0515 / c13260) had premature deployment. The target site was an unspecified aneurysm. No patient details were reported. During the procedure, the coil was deployed for the first time, and then put back in its sheath to reposition it. During the second deployment, the coil detached from the micro catheter, so it was impossible to put it back into the sheath. The intervention had to be extended from 30 to 40 minutes to remove all the material since the coil was not well positioned: it was half into the aneurysm, half into the microcatheter. The surgeon then used a coil of another reference. A total of 28 coils were placed during surgery. There was no report of injury for the patient. This was a preventative procedure. No other codman coils were used; microvention and stryker coils were used instead. There was no reported ¿kicking nor resistance¿. The device was not damaged when it was removed from its sterile packaging. This was an intracavernous aneurysm.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that during placement the orbit galaxy g2 complex tdl fill, 5mmx15cm (641cf0515 / c13260) had premature deployment. The target site was an unspecified aneurysm. No patient details were reported. During the procedure, the coil was deployed for the first time, and then put back in its sheath to reposition it. During the second deployment, the coil detached from the micro catheter, so it was impossible to put it back into the sheath. The intervention had to be extended from 30 to 40 minutes to remove all the material since the coil was not well positioned: it was half into the aneurysm, half into the microcatheter. The surgeon then used a coil of another reference. A total of 28 coils were placed during surgery. This was a preventative procedure. No other codman coils were used; microvention and stryker coils were used instead. There was neither reported ¿kicking nor resistance¿. The device was not damaged when it was removed from its sterile packaging. This was an intracavernous aneurysm. There was no report of injury for the patient. The product is not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With the information available and without the product available for analysis the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. Review of the information suggests that procedural issues may have contributed to the reported event.

Manufacturer narrative:
The complaint received states that during placement the orbit galaxy g2 complex tdl fill, 5mmx15cm (641cf0515 / c13260) had premature deployment. The target site was an unspecified aneurysm. No patient details were reported. During the procedure, the coil was deployed for the first time, and then put back in its sheath to reposition it. During the second deployment, the coil detached from the micro catheter, so it was impossible to put it back into the sheath. The intervention had to be extended from 30 to 40 minutes to remove all the material since the coil was not well positioned: it was half into the aneurysm, half into the microcatheter. The surgeon then used a coil of another reference. A total of 28 coils were placed during surgery. This was a preventative procedure. No other codman coils were used; microvention and stryker coils were used instead. There was no reported ¿kicking nor resistance¿. The device was not damaged when it was removed from its sterile packaging. This was an intracavernous aneurysm. There was no report of injury for the patient. The 15.0 centimeter long coil was returned stretched approximately 142.0 centimeters. The coil¿s socket ring was severed and not returned. The proximal section of the coil was unraveled out of the soldered section. The coil was mechanically detached. The distal section of the coil was damaged, but did not stretch. The most likely contributing factor to the coils unintended detachment inside the microcatheter and the inability to be resheathed most likely occurred during the repositioning of the coil inside the aneurysm. During repositioning, the coil became anchored on the coils already dwelling inside the aneurysm, on itself, or on the distal tip of the unknown microcatheter. When the anchored coil was retracted for repositioning, the coil stretched and had an unintended detachment inside the unidentified microcatheter. In this condition the coil can no longer be resheathed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ in addition, without the identification or the return of the unknown microcatheter and the severed coil¿s socket ring used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint was confirmed on analysis. The most likely contributing factor to the coils unintended detachment inside the microcatheter and the inability to be resheathed most likely occurred during the repositioning of the coil inside the aneurysm. 100% inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. Review of the available information suggests that procedural factors may have contributed to the reported event.